Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that when opening the ecs33 device, it made a loud cracking noise and it wasn't opened all the way. No other information is known (the returned device was cleaned and powder from exam gloves is on it). It was unknown how the case was completed. There was no consequence to the patient. On 01/21/2001 it was reported by the rep the device was not used on the patient. The loud cracking noise was heard as the device was being opened before it was placed in the patient.